Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the therapy never worked for the patient since implant. It was noted the patient did not feel stimulation and the therapy was on. It was suggested that the patient turn up stimulation to a comfortable level and then connect with their doctor if the therapy was still not working. The patient would see their doctor in 3 months.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was not working very well since implant. The patient stated they were experiencing bowel leakage and had to change their panty liner 2-3 times a day and it is helping (B)(4). The patient asked how to turn it down to see if that would help their symptoms. It was reviewed that turning it down would decrease the effectiveness. The patient stated the stimulation was comfortable. The patient stated the patient programmer (pp) was too complicated for them to use and they did not understand how to use it. The patient asked about the ins battery being affected by replacing the batteries in the pp. The patient asked if the ins was in them for life. It was reviewed it does not last for life and that the patient should discuss with their healthcare professional (hcp) about removal. The patient was having a hard time finding the spot for the an tenna to be placed so they said they would call back when they had someone there to help troubleshoot. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stated they were on program 4 but was having problems on that program. The patient met with someone who switched them to program 3 and told them to stay there. No further complications were reported.